Event description:
It was reported that during a regular follow-up appointment, the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2014. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.